Event description:
It was reported that the user intentionally disconnected from the ilet pump for most of the day to take a break, used insulin pens in the morning without sufficient subsequent dosing, and later reconnected to the pump while experiencing a high glucose, with the dexcom g7 briefly showing a sensor issue that was resolved by re-pairing; the infusion set was an inset on the abdomen and the highest cgm value reported was 400. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included the need for medication intervention due to high glucose and characterization of the event as a serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect method, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.